Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. A potential root cause could be concluded due to insufficient information. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box".

Event description:
It was reported that the patient was male, 57 years old. Nurse admitted to hospital with dysuria. After admission, the nurse followed the doctor's instructions to perform indwelling catheterization for the patient. At 8.30 on november 14, the patient reported pain in the urethral opening during the nurse's rounds, and after the nurse's examination, nurse found that the patient's urethral mouth was red and swollen and had transparent discharge, and the nurse immediately pulled out the urinary foley catheter for the patient, and cleaned the urethral opening with normal saline and iodophor, and at 14 o'clock the patient reported tingling of the urethral opening when urinating, which the doctor explained as one of the manifestations of urinary tract infection. Healthcare workers would keep a close eye on the patient's vital signs. It was unknown what medical intervention was provided. In description of medication or device, it was mentioned as wash the urethral opening with normal saline, use povidone iodine for disinfection of urethral opening and symptomatic treatment with oral antibiotics if necessary. Underini initial disposition, it was mentioned as pull out the catheter, suspend indwelling catheter; symptomatic anti-inflammatory treatment and contact the merchant.